Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. Customer's blood glucose (bg) was above 600 mg/dl at time of event. Elevated bg was addressed with a bolus via the pump and manual insulin injection. Customer went to the emergency room (ER) for elevated bg. Customer was treated intravenously with saline and insulin. Customer was released from the ER 4-5 hours later with the issue resolved, no permanent damage, and a bg of 158 mg/dl. System check was performed and the pump is functioning as intended.